Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot #: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. Product ID: 8781, lot #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 16-apr-2016, UDI#: (B)(4). Product ID: 8781, serial/lot #: (B)(4), ubd: 27-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a clinical study regarding a patient who was receiving baclofen (1000.0 mcg/ml at 220.1 mcg/day) via an implantable pump for an unknown indication for use. It was reported that on (B)(6) 2018, after a catheter replacement, staphylococcus lugdunensis was found on the removed catheters. The event date was reported to be (B)(6) 2018. The patient was called and did not show any signs of infection. On (B)(6) 2018, it was reported "the findings are reassuring." On (B)(6) 2018, there was local inflammation at the level of the baclofen pump, with redness at the height of the incision. This lead to a suspicion of a surinfection of the pump and the intrathecal trajectory. Laboratory testing was performed on (B)(6) 2018. The clinical diagnosis was staphylococcus lugdunensis infection. Echography of the abdominal wall was performed on the same date, revealing moderate infiltration with a cellulitis image in the subcutaneous fat tissue around the baclofen pump in the left flank. There was an indication for the removal of the whole system, followed by an antibiotic treatment. The entire system was explanted and not replaced on (B)(6) 2018. The event was considered resolved without sequelae on (B)(6) 2018. The event was considered related to the device/therapy, and not related to the implant procedure. Additional information was received. It was stated tavanic 500 mg was administered over 2 weeks; the action date was (B)(6) 2018. The event was considered possibly related to the implant procedure. The event was considered related to the pump, and related to the entire catheter. Additional information was received. When asked if the cause of the staphylococcus lugdunensis observed on the removed catheter was determined, the clinical site replied, "it's unknown if the infection was already in place and was not related to the procedure performed. The infection was found on the removed catheters so both are possible." The clinical site indicated the explanted products had been returned.